Event description:
A medtronic representative reported broken screw head on an open spine clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect open spine clamp finds that the adjustment screw head was found to be normal. It is not broken, stripped or damaged in any way. Overall, the clamp is in good condition. The clamp face is only slightly bent and the retainer ring is also slightly stretched allowing minor play in the clamp movement. The clamp is still fully functional. No fault found - device did not cause event